Event description:
It was reported the articulating surface would not engage tibial implant. There were no complications or delays reported.

Manufacturer narrative:
The device was returned for further visual and dimensional analysis. Visual inspection of the device found the proximal surface exhibits gouging / the dovetail locking feature on the distal surface is flared out. The total device width and height was measure and both features were found conforming to print specifications. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Since another device was able to be re-inserted and locked into the tibial plate, that device is not at fault in this instance. The flaring of the dovetails is indicative of removal of the device from the tibial plate. Per the devices packaging insert "do not reinsert an articular surface implant that has been inserted previously." However, there does not appear to be indication that this is the case. Therefore, a root cause cannot be definitely determined.